Manufacturer narrative:
As reported in a research article, a 74-year-old female patient with a history of aortic valve replacement using trifecta valve presented with fever and progressive dyspnea. Transthoracic echocardiography revealed severe aortic regurgitation and stenosis due to structural valve deterioration. Blood cultures identified streptococcal species, indicating prosthetic valve endocarditis. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. The reported medical and surgical intervention were result of medication administered (intravenous antibiotics and intravenous antibiotics), and a redo aortic valve replacement with non-abbott valve. The patient's recovery was uneventful. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "prosthetic valve endocarditis with early structural valve deterioration of trifecta aortic bioprosthesis: report of a case", was reviewed. The article presented a case of 74-year-old female with a history of aortic valve replacement using a 21mm trifecta valve. It was reported that on an unknown date four years prior, the patient presented with fever and progressive dyspnea. Transthoracic echocardiography revealed severe aortic regurgitation and stenosis due to structural valve deterioration. Blood cultures identified streptococcal species, indicating prosthetic valve endocarditis. After a 10-day course of intravenous antibiotics, the patient underwent redo aortic valve replacement with a 19 mm non-abbott valve. Intraoperative findings showed a large laceration in the right coronary cusp without evidence of paravalvular abscess. Postoperatively, intravenous antibiotics were continued for two weeks and then transitioned to oral therapy. The patient's recovery was uneventful and was discharged on the 25th postoperative day. [The primary and corresponding author was masakazu maeda, department of cardiovascular surgery, iwakuni clinical center, iwakuni, japan].